Event description:
Pt reported her blood glucose going low to 47 mg/dl. Pt stated she bolused for her evening meal and by 9pm her blood glucose was at 47 mg/dl. Pt self-treated by eating. Pt checked history and found a 1.5 unit bolus that she did not administer. Pt did say she checked the device to see how much insulin was left and could have inadvertently given the extra insulin.